Event description:
The customer is requesting retrospective data for a patient that expired. No product malfunction was alleged.

Manufacturer narrative:
The customer is requesting retrospective data for a patient that expired. No product malfunction was alleged. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.